Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a horizontal anatomy and mild calcification was observed. During the procedure, a secure placement was not possible, and it recaptured more than two times, then it was decided to proceed the procedure with a 23mm, non-abbott valve. The valve was able to be implanted. The patient did not remain hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.